Event description:
It was reported that intermittently the 9900 system was freezing up (lock up) and reboot was required to recover. It was noted that this has happened multiple times. Software reload was completed, but the problem remained. There was no report of pt injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the hard drive and reloaded software. The system was tested and found to be working as intended and placed back into service.